Event description:
It was reported to philips that the device's flexvision computer was having issues with full hard disk drives, which can impact booting. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information gathered, the system was outside of use at the time of the reported problem. A philips field service engineer (fse) examined the system on-site but could not reproduce the issue. The fse performed functional checks, which were satisfactory. There have not been any further reports of this issue from the customer. The codes were updated based on the investigation outcome.